Event description:
During review of the event history log system error 322 was discovered. This suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter evaluated the device and found that the latch switch was falling. This part is a known contributor to system error 322 and has been replaced.